Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval a follow-up MDR will be submitted. Also see MDR# 2955842-2010-00196 for the first tip cover related to this event.

Event description:
It was reported that 15 minutes into a da vinci si prostatectomy procedure, arcing was observed at the tip of the monopolar curved scissors (mcs) instrument with mcs tip cover accessory installed. The tip cover was removed and replaced with another mcs tip cover accessory; however, arcing was also observed coming from the tip of the instrument with tip cover installed. The second tip cover was replaced to successfully complete planned procedure. No pt harm, adverse outcome or injury was reported.